Event description:
The pt was being set up on a new CPAP device and used the device for 15 minutes. On the way home from the office the pt claimed that they had an allergic reaction from using CPAP device. Their face become puffy and their chest started to turn red. The pt continued to use the device for 2 additional nights and their symptoms became worse. Their throat begin to swell and they were having difficulty breathing. They went to a dermatologist. They received 2 shots of cortisone over a period of 2 days. They are now taking prednisone to alleviate any further symptoms that they are experiencing. The remstar auto CPAP system delivers positive airway pressure therapy for the treatment of obstructive sleep apnea.